Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was having issues with sensor. Sensor glucose readings were off from his blood glucose reading. Customer declined troubleshooting for sensor glucose versus blood glucose. Customer's blood glucose was 187 mg/dl. Troubleshooting was done for calibration. No further information reported.